Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney (paralegal) (B)(4).

Event description:
Revised to address left hip arthroplasty failure with elevated metal ions. Clinical finding reported metal on metal asr cup with metal on metal bearing surfaces with elevated chromium and cobalt levels. There was minimal iron staining of the tissues. Labs results shows chromium and cobalt are above 7 ppb. Doi: (B)(6) 2009; dor: (B)(6) 2017: left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.